Event description:
Customer reached out to saalt on (B)(6) 2020 to let us know they sought medical care for continued cervical pain after using their saalt cup. Customer explained that they chose to seek assistance from a medical provider after having a difficult removal where they struggled to break the suction and then the cup turned sideways. They were able to remove their cup on their own but have continued to have pain after using their cup. They had previously used another menstrual cup for the past 13 years prior to using a saalt cup. They used their saalt cup for three days before the day where they could not easily remove it. They went to an urgent care to get checked and scheduled an ultrasound to determine if they had experienced prolapse. They noted that they have adenomyosis, but it is not yet clear if they had that diagnosis prior to this visit. Saalt replied requesting some additional information about the customer's removal techniques, additional information from their medical visit, cup mold identifying number, and lot number on the packaging. Customer responded with the requested information and more information about her removal experience and diagnosis. The customer noted they were able to reach the base for removal but needed to use the stem after it had moved sideways to get it back into position for an easier removal. They broke the suction by pinching the base of the cup and were able to remove the cup without resistance. At their doctor's appointment, they were diagnosed with adenomyosis. They also checked the position of her iud and noted it was in proper placement. She asked about prolapse at her original appointment and the medical provider did not see any signs of prolapse, but encouraged the customer to speak with her obgyn to be sure. She is waiting on a follow up appointment with her obgyn to learn more. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.